Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an incisional hernia repair with mesh. Revision surgery 1 years and 3 months post-surgery. The patient experienced damages include but are not limited to revision/removal.